Event description:
In (B)(6) 2002 I had 2 pieces of marlex mesh (4" x 6") attached for my bilateral inguinal hernia. They were wrapped around my vas deferens and metal fasteners attached to my abdominal wall (both sides). I had ongoing pain from the beginning especially on my right side. The doctor never said it could be the mesh, he only said I would never have another hernia. The pain increased until I had a nerve dissection on (B)(6) 2003 to correct the problem. Pain was better, but never stopped. I had constant tugging and pinching. I continued to seek medical help over the next year or so, but was pretty much told it was all in my head! Not once was it suggested by any of the doctors I saw that it could be the mesh. Both sides had pinching, tugging in my scrotum. I finally gave up going to the doctors and learned to live with the pain. Then in the summer of 2012 the pain came back with a feeling that I had another hernia, feeling like I had been kicked in the testicles all the time. It became debilitating by winter. I still didn't know it was the mesh. Saw ads on tv about vaginal mesh and began to wonder if it was my mesh causing all the problems. I went to 2 different doctors who wouldn't even consider the mesh and made me feel like I was just imaging a pain that hurt to sit, go to the bathroom, walk across the room, get out of a chair! I finally found a doctor who knew exactly what I was experiencing and knew that indeed it was the mesh. Had surgery on (B)(6) 2013 to remove mesh from my left side. Unfortunately after an operation that lasted over 2 hours, he wasn't able to get all the mesh out as it had eroded into my tissues! There wasn't any guarantee I would be pain free. After almost a year, though better, I'm still not pain free and continue to get the feeling of being kicked in my testicles! I still have the mesh in my right side and realize it is just a time bomb waiting to go off as the mesh continues to erode into my tissues. It cost me about (B)(6), out of my own pocket to have the mesh removed as I don't have any insurance. I know there are hundreds if not thousands of people who have suffered because of the use of the mesh and yet there isn't anyone who wants to help get me compensated for the horrible pain and suffering I have experienced. What's more I can't even find out where the mesh was manufactured as it was distributed from (B)(6). For all I know it was counterfeit. I don't understand the FDA or manufacturers or the attorneys who don't seem to care or want to help the many people who have and are suffering from a product that a doctor should warn you about so a person can make an informed decision on what they want put in their body. All I got from the doctor was "I've done 115 of these operations with no problems and you'll never have another hernia." That entire statement was false. Even my original doctor, who put the mesh in, won't talk about it with me, though I've tried several times to contact him. The FDA needs to step into at least make doctors tell their patients the risks and life long complications and pain that will never be over! (B)(6).